Event description:
Hill-rom technician support received a report from the account stating the patient positioning module would not set. The bed was located in the bed shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account, asking the account to zero the bed exit and check the patient positioning module led's on the scale patient control board. A search of the hill-rom maintenance records showed hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performed any other preventative maintenance on this beds. Hill-rom technical support contacted the customer two additional times trying to obtain the resolution for this alleged issue. No response has been received from the account. Based on this information, no further action is required.